Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the lv lead exhibited high impedances. Subsequently, surgical intervention was undertaken to replace the lead wherein it was determined the reported lead was fractured. No adverse consequences were reported.